Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Correction to 510k number. Device evaluation: the service engineer (se) confirmed the reported condition ¿ one battery was depleted and one battery was inoperable. Product does not meet medtronic specification. To resolve the issue, the se replaced the battery. The ventilator passed all required testing per manufacturer's specifications upon completion of service. One pb980 battery was received by failure investigation for analysis. The battery was found to have no notable conditions after a visual inspection. The firmware was verified to be correct. The battery was tested and found not to charge. The failure was isolated to being characteristic of a hardware short circuit condition, but a cause was not identified. The failure relates to the reported complaint event. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.